Event description:
It was reported that the ilet displayed ¿unable to proceed¿ with repeated alert 38 motor stalls following supply changes, and the user reverted to subcutaneous insulin injections while experiencing persistent high glucose readings around 500 mg/dl. Symptoms included nausea, thirst, and blurry vision. Outcomes included hyperglycemia without reported hospitalization. Investigation included device use review, troubleshooting with dry runs and supply replacement guidance, and arranging a replacement unit with return of the original for evaluation. Investigation of this case revealed a suspected stalled motor condition not resolved by priming and rewinding, consistent with a device mechanical malfunction of the insulin delivery mechanism. It was concluded that the event involved device malfunction leading to hyperglycemia and that replacement of the device was warranted pending further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.